Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose due to not being able to lance her finger with the onetouch lancing device. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012, at an unknown time. The patient attempted to use the lancing device, but alleged that the lancet did not fully penetrate her skin to draw a blood sample. The patient reportedly manages her diabetes with insulin (unknown time/dose) and denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that a few hours later, she developed symptoms of shaking and despite her symptoms, she denied receiving any form of medical intervention. On (B)(6) 2012, she also claimed that the lancets were loose and falls out of the lancet holder of the onetouch lancing device. She reported that she skipped her insulin as a result of not testing on (B)(6) 2012 (time not known). The following day, she claimed she developed symptoms of "shaking" again, but denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient was prescribed the wrong type of lancets by the doctor. It is not clear, if the patient was attempting to use the incorrect lancets with the lancing device, however. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.